Manufacturer narrative:
Device evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the cable was cut. An alternate device was employed for the procedure. The user reported the surgical procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.